Event description:
On (B)(4) 2013, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultrasmart meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed the alleged issue began approximately month ago. She tested on the subject meter on different days and observed values of "250, 305 mg/dl" on (B)(6) 2013 and "355 mg/dl" on (B)(6) 2013 at 9:29 pm, which the patient felt was high as compared to her normal readings/feelings. It is not known what range the patient considers to be normal. The patient manages her diabetes with an unknown type/dose of self adjusting insulin and denied making any changes to her usual diabetes management routine in response to the alleged issue. Approximately 30 minutes after testing on (B)(6) 2013 at an unspecified time, she reportedly developed symptoms of "sweating and was not speaking clearly". At an unknown time that same evening, she checked her blood glucose using another unknown device and a value of "80-90 mg/dl" was observed. The patient was reportedly treated by a non-hcp with food/drink at an unspecified time. It is not clear if the blood glucose result obtained from the other device was prior to or after the treatment. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure. The subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient's control solution was expired. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly received inaccurate high blood glucose readings on the subject device and developed symptoms suggestive of hypoglycemia, requiring treatment was another person the alleged meter issue began.